Event description:
Nurse removed catheter upon completion of infusion. A couple weeks later, the pt returned to the doctor, complaining of abdominal pain. The doctor found a piece of catheter in the pt. Occurred in 2009, and fragment found at approximately 35 days later.

Manufacturer narrative:
The device is not available for eval and investigation. Without the actual sample, part number, or lot number, a complete analysis cannot be conducted. As no lot number was provided, the device history record and lot history cannot be reviewed. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent lab testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If additional info that is pertinent to this event becomes available, I-flow will submit a f/u report.